Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was doing fine the day following explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an infection at the ins and lead sites. The patient had a fever and a high white blood cell count. The wound was red and was excreting pus. The whole system was explanted on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.